Event description:
It was reported that during a 3dimensions procedure on (B)(6) the c-arm was reported to turn itself completely upside down without any command. A field engineer examined the equipment and found that the mag stand set screw on the latch was sticking out and the center c-arm switch gasket was created causing the switch to not fully release. The field engineer adjusted the mag stand latch screw and straightened out the switch gasket. The system passed all functionality tests and its performing to hologic specifications. No patient or staff injury reported. No other information is available.